Event description:
During a coronary drug eluting stenting treatment procedure the stent dislodged. The pt presented with a left anterior descending artery lesion which required stenting. After the guide catheter was inserted, a wire was placed down the artery and a 2.25 x 12 mm taxus express2 drug eluting stent was fed over the wire, to be deployed. The stent got stuck in the left main stem and the physician experienced difficulties advancing and withdrawing the stent. After pulling and tugging the wire, the stent dislodged undeployed. The physician rewired the lesion through the lost stent. The stent was advanced down in the left circumflex artery, away from the main stem. A maverick 1.5 mm balloon was put through the stent and inflated to expand the stent. A second maverick balloon was then placed in the dilated stent and inflated to expand the stent to 2.4 mm. The balloon was removed and the procedure was completed. The pt did experience pain and ECG changes during the procedure. The pt's status is reported as fine.